Manufacturer narrative:
The reported unused devices were returned for evaluation in their original unopened packages. Label verification and visual inspection were performed. The devices were observed to have a tear in the packaging adjacent to the devices' proximal electrodes. These defects resulted in a breach of sterility of the devices. Due to the appearance and location of the defects, it is likely that the complaint devices caused the tear in the packaging. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) advises the user: contraindications: these device should never be used when there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. Inspection: these device should be inspected before and after each use. Visually examine the device for obvious physical damage including cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. This issue will continue to be monitored through the complaint system to assure patients' safety.

Event description:
The distributor in (B)(6) reported a "tear" on the sterile pouch of this 139104ext, ultraclean elec; 1"blde; ext in. There was no patient involvement as this defect was discovered during incoming inspection. This report is raised on the basis of a malfunction due to a sterility breach found during the device evaluation.